Event description:
Customer reported observing a high rate of low positive samples while testing with sars-cov-2 assay on the panther instrument sn (B)(4). Customer had high negative control rlu since 04 may 2022 but did not report until 24 may 2022. Customer provided logs from worklist 1010910232-20220514-08 for review. Customer used assay lot 316590. The worklist has 38 positive results. 3 samples initially tested positive retested negative. Results were reported out. No information provided to hologic by the customer if treatment was provided. No patient harm was reported to hologic. Hologic confirmed that there were no instrument and assay performance issue. Hologic confirmed the high positive rate and determined that issue was due to contamination. Initial decontamination activities performed by customer did not completely resolve the issue. Hologic molecular application specialist (mas) went on site and initiated follow-up decontamination activities which resolved the issue.